Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional(hcp) reported that a patient was injected with harmonyca¿ with lidocaine and of 0.2 ml of juvéderm® volift¿ with lidocaine each side in the dark circles area, and approximately 0.3 ml in the cheekbone area. A control was carried out on month later. About two months later, patient began experiencing a bulging area at the malar junction with the external periocular region. The hcp noted edema and decided to treat it with two sessions of hyaluronidase (400 units total, 200 units per side) spaced a week apart. Following treatment, erythema developed likely due to allergic reaction. Despite the use of corticosteroids, significant edema persisted in the eye area. The current treatment for the patient is massaging the area until the inflammation and edema subside. The hyaluronidase was applied a third time, after the last application of the hyaluronidase and the patient developed a facial rash, edema on both eyes and nodules on the left side. About two months later, the hcp had completed five ultrasound and radiofrequency sessions but continue to observe suspected obstruction of the lymphatic drainage due to edema from the allergic reaction. The hcp later administered three additional hyaluronidase sessions, making it total five treatments. Ultrasound and radiofrequency imaging shows patient has silicone in the nasogenian/nasolabial groove. Nowadays the treatment for dark circles evolves better, but approximately four months prior to the report, the patient began to notice palpable nodules on the mandibular ridge and cheekbone, including a nodule behind the right cheekbone initially mistaken for a bite. These nodules remain visible in the malar region and along the mandibular rim bilaterally. Previously, the patient had injection of radiesse®. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the second suspect product, unk dermal filler.